Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source was showing an error, identified as error e207 (spare lamp error). The event occurred at inspection for use. There were no reports of patient involvement.